Event description:
Analysis of the returned device revealed that subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual/microscopic inspection, the stent was returned deployed inside part of an sl-10 complaint. The stent was seen to be deformed and had dried blood present on it. The stent delivery wire (sdw) was returned intact. The introducer sheath was not returned. Functional inspection was not carried out as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was that the stent was not able to be advanced any more right after it was advanced into excelsior sl-10 catheter. The device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as severely tortuous and this may have been a contributing factor to the reported resistance felt while trying to advance the stent. The device was returned for analysis with an sl-10 catheter complaint. It was found the stent was deployed within sl-10 catheter, once the stent was removed from the catheter it was found to be deformed. The sdw was found to be intact, the introducer sheath was not returned for analysis. As the patients anatomy was reported as being severely torturous its likely this would have caused extra manipulation of the device during the procedure, resulting in the premature deployment of the stent. The as analyzed (aa) events of "stent deployed prematurely during use" and "stent deformed" as well as the as reported (ar) event of 'stent difficult/unable to advance or pullback through catheter' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.